Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) unit had an autofill failure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check, the cs100 intra-aortic balloon pump (iabp) unit had an autofill failure. Found that male luer lock was broken. There was no patient involved.

Manufacturer narrative:
Updated sections: b4, e2, e3, g2, g3, g6, h2, h10, h11 corrected sections: b5, b6, b7, d10, h6(health clinical and impact codes).

Event description:
It was reported during a routine check, the cs100 intra-aortic balloon pump (iabp) unit had an autofill failure. There was no patient involved.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse found that male luer lock was broken. To fix the issue, the fse replaced the male luer lock. The fse then ran all functional and safety test. The unit passed all test and was returned to the customer and cleared for clinical use. It was later clarified by the fse that the part replaced was luer cpler, mnonlock.